Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the handle does not have a broken cap. The instrument was found to have many impact marks on the cap. The handle is otherwise functional. Reported issue could not be replicated.

Event description:
A site representative reported that during a spinal fusion procedure, the end cap of the ratcheting handle broke off when the surgeon hit the end with a hammer. The surgeon was able to continue with a different handle. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A valid device lot number, or serial number, was not provided. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Lot number and device manufacture date provided.